Event description:
It was reported the patient experienced a loss of stimulation/therapeutic effect, a shocking/jolting sensation, and stimulation in the wrong location. The patient was receiving uncomfortable stimulation in the left side and presented to the office on (B)(6) 2014. X-rays were taken and showed that the lead ¿did migrate a bit.¿ it was reported the device was reprogrammed. Stimulation was turned off on the left lead and the patient only had the right functioning to see how that would help. The patient returned to the physician the day of the current report, (B)(6) 2014 and noted that now both leads were getting uncomfortable stimulation in the left side. It was reported new x-rays were taken and showed no movement in the leads since previous x-ray on (B)(6) 2014. It was reported there would be a ¿possible lead revision¿ but that there was nothing scheduled yet. It was noted impedances were checked (no results reported). The patient¿s status at the time of the current report was alive with no injury. It was noted no patient complications were associated with the event. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had a lead revision on (B)(6) 2014. It was noted they did not have to replace the leads but rather just pulled the preexisting leads down (as they had moved slightly). It was noted the patient was getting optimal stimulation post operatively. Additional information received reported the patient came in for his first post-op after his lead revision and was doing well. The patient was getting adequate pain relief and stim in the desired areas.